Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Event description:
Peripherally inserted central catheter (PICC) with 34 days of use. Bleeding observed in the dressing; upon permeabilization, the catheter is found to be partially ruptured in flexible silicone. A new catheter was placed as the treatment had not yet been completed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot could not be conducted since no lot number was provided from the customer. No samples were returned from the customer for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, determining root cause or corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time. Additional information provided in h.6. And h.10.